Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had insulation damage. No further information was available.

Manufacturer narrative:
Correction: the information in section a was not previously included and should have been.